Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Reimplantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. In addition two channels were seen to be outside of cochlea at the time of explantation. One of those two channels was not inserted already at the time of implantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Hearing performance with the device was affected. The recipient was re-implanted on (B)(6) 2020.